Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device "all 3 icons are illuminated on this unit." In this state defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker provided the customer with a warranty replacement device. And the returned device was retained by stryker. Stryker determined that the cause of the reported issue was due to blown fuse f1.

Event description:
The customer contacted stryker to report that their device "all 3 icons are illuminated on this unit." In this state defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered if needed. There was no patient involvement reported with the event.